Event description:
The end user reported that two patients were burned and blistering after tretment with the vasculigh sr. Lumenis contacted the end user for incident and patient details and was informed that contact was no longer with that company and that the system had changed hands. The new user said she did not know the patient identifiers and therfor would not be able to review the relevant charts to provide the patient and incident details.